Event description:
Severe esophageal bleeding. Medical center was the facility. Medical examiner's office notified. Pt presented with severe hemorrhaging. It was unknown she had the banding done at the time of death. Per a family friend, she had the device implanted about a year ago. Rptr states this is not indicated on hospital records. Rptr is demanding that FDA contact the medical examiner's office and demand an autopsy. States body is waiting at the funeral home. Rptr is brother of the deceased.